Event description:
It was reported to adac that the multileaf collimator (mlc) leaf #'s on the plan printout were opposite to what the user expected. Pinnacle printed the mlc leaves going from 1 at -19.5 to 40 at 19.5 which is opposite to the naming convention of the mlc. No injuries were reported as a result of this issue.